Event description:
It was reported when using the bd pyxis¿ cii safe , user was not able to run the report. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the software malfunction. A technical support specialist logged into station, followed the knowledge article to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.